Event description:
Procedure: wedge resection. According to the reporter: after the third firing was done, a doctor found something like a suture came out of the cartridge. Upon pulling it, found it happened to get broken. Observed visually the conditions that the right side of the channel of the cartridge knife seemed to be peeling off. Also confirmed the pleura in the length of about 1cm around the crossing point of the third and fourth staple lines on the lung tissue was torn. For reinforcement the concerning part was manually sutured by two stitch. Operating time was extended less than 30 minutes. No additional tissue resection. There was some tissue damage. Nothing fell into the cavity. Oozing bleeding. Patient current status is under follow-up. Pulmonary inflammation in the patient had been confirmed prior to procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).